Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm was providing intermittent low values prior to her going to sleep. No bg meter reading was taken at this time. The patient was asymptomatic but self-treated with orange juice multiple times and then went to bed. Around 11:15pm, the patient¿s sensor failed. The patient did not take any action to this alert as it was her first time using the sensor and was unsure how to proceed. The patient continued sleeping and shortly after midnight, the patient¿s daughter noticed the patient was breathing slowly, thrashing in bed, making unusual noises, and was unresponsive. Ems was called and once they arrived, the patient was transported to the emergency room. At the emergency room, the patient¿s bg level was 600 mg/dl. The patient was unable to recall what treatment or medication she was provided during this event. The patient was discharged later the same day with a bg meter reading of 183 mg/dl. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.